Manufacturer narrative:
(B)(4). Upon examination of the product, it was determined to be cracked, not broken. As there was no surgical delay, patient harm, or prior reportable malfunctions for this type of failure mode; therefore, this event should not have been reported to the FDA, and we are rejecting this report, and depuy considers the investigation closed.

Event description:
Update 12 may 2015: the product is still one piece but there are little hair-cracks on it.

Event description:
Breakage of instrument after first use. No part remaining in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.